Manufacturer narrative:
One wi-box p was received into the lab for analysis. A functional test was performed utilizing a known good quantien unit & pressure wire upon which the returned wi-box was unable to zero pa. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, root cause of the field reported event citing unable to zero pa was successfully isolated to a hardware failure on a system level component.

Event description:
During an rfr physiology study, when trying to acquire ao pressure, the wi-box ao transmitter was unable to establish connection with the pressurewire x. The red light came on (not ready indicator) on the wi-box and powered off. All the connections to the wi-box were checked, but the issue persisted. The procedure was aborted due to this issue. The wi-box was replaced and the issue was resolved. There were no adverse patient consequences due to this issue.